Event description:
It was reported the powerseal curved jaw sealer & divider had an incomplete seal cycle error. This malfunction occurred during a therapeutic hysterectomy procedure. There were no reports of patient harm/involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.